Event description:
The rptr initially stated the pt had skin irritation and the tube "may have migrated into mucosa". After further requests for add'l info, the rptr stated the tube had to be removed surgically and a partial gastric resection was performed. No further info was provided. One pt involved.